Event description:
A malfunction was reported on the pump. There was no reported adverse impact to the customer's blood glucose level. Customer contacted technical support for assistance, received pump reset instructions, later followed up to complete troubleshooting, and pump was reset by technical support, so insulin delivery was resumed, after which case was closed with no further actions needed.